Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jan2021.

Event description:
It was reported to philips that the device had a primary alarm failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
The device was being set up for use on a patient. No patient harm was reported. The customer advised that the speakers were replaced. No part will be returned for investigation. The customer reported that the component was scrapped.